Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a vulnerability that impacts alaris system manager 12.5.2 and earlier. There was no patient involvement. Bd received extra information and noted that the bd team is remediating the issue in version 12.6 (verified by the initial reporter), but there is still fielded product impact until gcs can update all sm products post-implementation.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the report of a vulnerability that impacts alaris system manager 12.5.2 and earlier was confirmed based on input from bd software engineering. Software engineering states that the issue is being remediated in system manager version 12.6. ¿ bd product security became aware of an issue that impacts alaris system manager 12.5.2 and earlier. The vulnerability was communicated from an external penetration tester called praetorian, an external hired vendor. As of now, the issue is found to have the following system impact: ¿ a compromised browser session can lead to the attacker impersonating the validated and authenticated sm user, allowing the attacker to change any information the sm user is authorized to do. ¿ the steps to reproduce is non-trivial, requiring bypass of many product features and customer infrastructure. The exact attack scenario is as follows: ¿ an attacker successfully authenticates with the hospital network and enumerates the sm server running the hospital pcu fleet. ¿ the attacker then successfully manages to authenticate with the sm application. ¿ the attacker would also need to set up an ssl proxy server in the middle to attempt to bypass tls and modify the request to prevent the ul from stopping the exploitation of the vulnerability. ¿ the attacker could then utilize the vulnerable user input fields to attempt to retrieve the session token, ¿ the session token can then be utilized to impersonate the user and act on their behalf. However, the attacker already has an authenticated session, so the same privileges are retrieved. ¿ no testing could be performed as there were no devices returned for investigation. ¿ no analysis could be performed as there were no logs returned for investigation. ¿ there was no patient involvement. Root cause: the root cause of a vulnerability that impacts alaris system manager 12.5.2 and earlier was identified by bd software engineering to be remediated in system manager version 12.6.

Event description:
It was reported that there was a vulnerability that impacts alaris system manager 12.5.2 and earlier. There was no patient involvement. Bd received extra information and noted that the bd team is remediating the issue in version 12.6 (verified by the initial reporter), but there is still fielded product impact until gcs can update all sm products post-implementation. Received additional information. It was reported that the issue was discovered through internal testing. Per report, "reflected cross-site scripting vulnerabilities arise when unvalidated data is copied from a request and echoed into the application¿s immediate response. An attacker can leverage the vulnerability to trick an unsuspecting site user into running arbitrary javascript code. Unlike stored cross-site scripting, reflected cross-site scripting is not persistent and requires a degree of interaction from the user. In this case, the attacker must have another method to modify the victim¿s request body, significantly increasing the attack complexity. This has been adjusted in the severity rating. After internal cross-functional examination, the fields found to be exposed to xss vulnerabilities are only accessible using an unapproved dataset. Since the dataset is unapproved, it is considered "not for human use" and therefore poses no security risk. Once the dataset is approved for human use, the defect is no longer present. The following forms were found to be impacted: /systemsmanager/mvc/infusionnetwork/manageinfusionnetworks /systemsmanager/mvc/infusionnetwork/upsertiprange /systemsmanager/mvc/infusionnetwork/upsertfacility"